Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the pt was admitted with a inferior posterior mi. An angiogram revealed a mid rca lesion, and it was decided to do a direct stenting. A 3.5 x 23 mm xience v was planned for use. During the process of implanting the stent, an ostial right coronary cuspal dissection was noted. To prevent the extension of this dissection to the aorta, another 3.5 x 18 mm xience v was implanted from the ostial rca, sealing the dissection. The pt was doing well post procedure. No additional event or pt info is available.